Event description:
The pt had 3 injections of orthovisc and could not stand due to pain after. Physician told her to stay with physical therapy.

Manufacturer narrative:
The device was not available to be returned.